Event description:
The customer stated that he received a blood glucose reading of 45 mg/dl. He retested and received readings of 190 and 150 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.